Manufacturer narrative:
Concomitant product: atrial lead st jude, implanted: unknown; lv lead, implanted: unknown.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion as a result of right ventricular (rv) lead high threshold. The rv lead was also explanted and replaced. During the revision procedure the rv lead was damaged by the electrical knife which resulted in insulation defect and exit block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.